Event description:
It was reported that the ventilator was alarming "cassette error" and "check tubing" while connected to a patient. There was no patient harm. (B)(4).

Manufacturer narrative:
A service engineer has been on site and started the investigation. A supplemental MDR report will be sent when the investigation is completed. (B)(4).